Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, the ventilator failed to power on. The device's power supply was replaced to address the issue.